Event description:
It was reported that the user experienced hyperglycemia with glucose values rising into the 300s mg/dl and later decreasing toward target without a supply change; the user reported extending infusion set wear beyond the recommended interval and planned a site and supply change with assistance to rule out an infusion site issue. Symptoms included elevated blood glucose. Outcomes included transient disruption of glycemic control without medical intervention or hospitalization. Investigation included user counseling on troubleshooting and education regarding infusion set wear time and site rotation, as well as monitoring of glucose trends. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential contribution from extended infusion set wear or site-related absorption variability. It was concluded that the event was user-related with an undetermined root cause and that the device function could not be confirmed as contributory based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.